Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from a small crack in the tubing. The issue was identified 30 minutes after starting patient infusion with intravenous immunoglobulin (ivig) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed and a leak was observed in the tubing. The reported condition was verified. The cause of the condition was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.